Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with (B)(6) (third party service company) representative on (B)(4) 2013. [Name removed] called and was doing the spi and when he disconnected the air from the blender, the blender did not alarm. No pt involvement.

Manufacturer narrative:
(B)(6) (third party service company) did not submit a user facility/importer report to the manufacturer. (B)(4). The following information concerning the evaluation of the device was documented by a carefusion tech support specialist in response to a phone conversation with (B)(6) (third party service company); (B)(6) (third party service company) evaluated the device and determined that the root cause of the reported event was a faulty gas mixing blender. As a correction, carefusion sent a replacement gas mixing blender to (B)(6) (third party service company) to repair and return the device back into the rental pool. The alleged faulty gas mixing blender was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch will be submitted.